Event description:
The patient¿s wife reported that her husband has severe dementia and frequently accessed the omnipod controller settings, making changes independently. She reported that this resulted in subsequent hospitalization where the patient was admitted to the intensive care unit (ICU) and diagnosed with diabetic ketoacidosis. According to the patient¿s wife, the patient remained in the ICU for approximately four days. The event reportedly occurred sometime in (B)(6) 2025; however, the specific date of the event was not provided. The event date provided in this report is approximate. Details regarding specific blood glucose levels and the treatment provided during hospitalization were not available, as the patient¿s wife did not recall these details. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.5 operating system: 18.1 hardware: iphone14.2 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.